Event description:
A customer reported an issue with their pump, specifically that the touchscreen was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.